Event description:
A report was received that a patient had a pocket revision due to discomfort. The physician moved the pocket location four inches above the original location and added two lead extensions. The patient is reportedly doing well.